Event description:
It was reported that the patient presented for an in-patient floor check. It was noted that the pacemaker exhibited noise over-sensing. Programming changes were made. The patient was in stable condition.